Event description:
It was reported that the patient that during the implantation of the implantable neurostimulator (ins), the lead was connected and high impedances (40,000 ohms) were observed on electrode #4 when tested at 3.0 volts. The lead was disconnected, wiped off, and re-inserted into the ins. Impedances were again run at 3.0 volts with all electrodes showing high values (40,000 ohms). The extension components were then disconnected from the pocket adaptor component, wiped off, and reconnected with high values still seen. The patient was alert enough during the surgery to indicate that they felt the stimulation 'perfectly'. The physician was happy with surgery and closed the patient. In the recovery room, the impedances were again checked and showed high impedances as before. When the device was turned back on, the patient was reported to have perfect coverage for the target areas (left/right cervical and arm). If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 74002, product type adapter; product ID 74002, lot# n269216, implanted: (B)(6) 2011, product type adapter; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37702, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 37092, lot# 277160001, implanted: (B)(6) 2011, product type accessory; product ID 3487a-33, lot# j0227916v, implanted: (B)(6) 2002, product type lead. (B)(4).